Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy procedure, the clip scissored when applied, then would not feed additional clips. Another clip applier was opened and the case completed without further issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaws and latch. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. Upon cycling, the device was noted to be empty and the lockout mechanism not functional. The instrument was disassembled in order to evaluate the condition of the internal components and the latch was noted to be bent. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident of scissored clips; however it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the latch damage.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.